Event description:
On december 8, 2006, the lay user/patient contacted lifescan alleging that her one touch ultramini meter was reading inaccurately high. The senior medical affairs specialist spoke with the patient on december 13, 2006 and december 15, 2006 to obtain/clarify information. On the morning of december 7th, the patient described waking up feeling shaky, which was usually consistent with hyperglycemia and hypoglycemia for this patient. She tested and obtained a 475 mg/dl on the reported meter. Within 5 minutes of the meter reading, she tested on her sister's ultramini meter and obtained a 56 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She ate cereal for breakfast as usual and administered anywhere from 5 to 8 units of novolog insulin based on the 475 mg/dl result. Patient administers novolog based on her sliding scale regimen as needed and 28 units of lantus at bedtime. The patient was concerned that taking insulin may have added to her injury, as she claimed that her condition worsened. She described feeling shaky, tired, and unable to move about after administering insulin. According to the patient, she decided to drive herself to the ER, where a result of 43 mg/dl was obtained on the ER meter within 10 to 15 minutes of the initial meter reading. She was administered "something to bring her glucose up" and released within 1/2 hour. A retest was not performed prior to her release. The customer care advocate (cca) walked through two consecutive control solution tests and both results fell outside the specifications (results 109 & 154/range 110-147). The test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient was correctly cleaning the puncture area and using the correct testing technique. The calibration code and unit of measurement were set correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: two quality control tests and the comparison between meters fell outside the specifications. The patient obtained a 475 mg/dl on the reported meter, obtained a 56 mg/dl on another meter 5 minutes later, administered insulin based on the 475 mg/dl result, and alleged that her condition worsened following the insulin injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.